Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his son (the patient) alleging that the pump had a power issue. The reporter did not allege any harm or injury because of the alleged issue. The reporter indicated that the patient had used the pump while swimming a day earlier. When the patient got out of the pool, he reportedly noticed that the pump had no power. The reporter denied that there was any moisture in the cartridge or battery compartments. The cartridge and battery caps were reportedly tight. He denied observing any cracks on the pump. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). On examination, the keypad was lifted near the up arrow and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The symbols were worn off of all the keypad buttons. The battery compartment was noted to be cracked at the case seal. There was visible moisture in the display lens. The pump boots to the verify screen with audible alarm, but there was no vibratory function. The display on the screen was distorted. None of the keypad buttons are responsive when pressed. As a result, none of the pump's information could be downloaded. The keypad cover was removed for investigation and revealed visible contamination under the contacts of all the keys. The pump cover was removed for investigation and revealed moisture present inside the pump. The battery compartment was found to have a leak.